Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came to the clinic for re-programming after the re-implantation surgery ((B)(6) 2017). In situ measurements show a device malfunction.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, two contacts are out of cochlea since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. As per information received, the recipient has balance issues when moving and is seen by the clinic often. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that 2 electrodes were outside the cochlea.

Event description:
Device malfunction.